Event description:
It was reported that during a mastoidectomy using the nim system and while clearly stimulating the trunk of a nerve there was no audible response from the machine. It was noted that the muscle and stapes were moving during nerve stimulation. This was experienced a few times without injury to the patient and then the surgeon decided to switch to the nim 2.0 to complete the procedure successfully without patient injury. It was noted that all the electrodes and leads were properly placed and with no reported issue with the stimulating probe. The physician did not provide the patient gender, weight, age or further information about the patient's condition, only that the procedure ended with no patient injury.

Manufacturer narrative:
(B)(4). The product system was returned to the manufacturer for evaluation. Evaluation and testing conducted by service and repair did not identify any fault with the system. The complaint could not be confirmed as the reported response issue could not be duplicated. The root cause is most likely related to the user's selected settings based on the fact that the nim seems to have been stimulating and functioning appropriately. Preventative maintenance was performed with a software upgrade, tested to manufacturing specifications and returned to the customer. Blank spaces in this report form is the result of information not being provided by the physician or user facility. This product is used for treatment purposes. Product description: the nim neuro 3.0 is an eight-channel the nim-response 3.0 is a four-channel emg monitor for intraoperative use during surgeries in which a nerve is at risk due to unintentional manipulation. The nim 3.0 system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The monitor utilizes touch screen and color graphic user interface (gui) along with the audio feedback to increase the usability of the device. Warnings and precautions include, but are not limited to: if monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.